Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the patient that she experienced discomfort and pain while using the spinalpak unit. The patient stated that the pain level was at 10 on a scale of 1 to 10, 10 being the worst as it irritated her nerves. The pain was under the surface of the skin. The patient indicated that she has fibromyalgia and is allergic to pain medications. She could not use the unit as she tried the unit for 2 weeks and it aggravated her fibromyalgia. The patient did not speak with her doctor about the discomfort but has an appointment next month. No further consequences are reported. The spinalpak unit was not returned for further evaluation.

Manufacturer narrative:
Section b3: date of the event is unknown. Additional information in the following fields - b4: date of this report, g3: date received by manufacturer. H2: follow up type, h4: device manufacturer date, h6: evaluation codes. Corrected data in the following fields - b2: outcomes attributed to adverse event, d2: common device name, d4: catalog number, d7a, d8-9: returned to manufacturer date, h6: device code, impact code, component code. The spinal pak assembly was received for evaluation but due to the nature of the complaint, only the spinal pak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinal pak stimulator with serial number m70559 received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The compliance data for the spinal pak stimulator was downloaded on june 19, 2025 the compliance data indicates the unit treated for 7 days 21 hours and 15 minutes. Review of the DHR indicates that unit was manufactured on july 31, 2024. There were no non-conformance's or deviations reported on the DHR and a copy is included in the product information section. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.52 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 5.91 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". Review of complaint history identified (60) total complaints from (jan 21, 2024) to (jan 21, 2025) for pn: (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported by the patient that she experienced discomfort and pain while using the spinalpak unit. The patient stated that the pain level was at 10 on a scale of 1 to 10, 10 being the worst as it irritated her nerves. The pain was under the surface of the skin. The patient indicated that she has fibromyalgia and is allergic to pain medications. She could not use the unit as she tried the unit for 2 weeks and it aggravated her fibromyalgia. The patient did not speak with her doctor about the discomfort but has an appointment next month. No further consequences are reported.